Manufacturer narrative:
Date of initial report: (B)(6) 2017, date of follow-up report: 2017-08-14. The reported condition that the device would not seal properly was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-04-25. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device was not sealing properly. An end tone was heard when the issue occurred. Another device of the same type was used successfully with the same generator.